Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp), on (B)(6) 2023. During the procedure, water ingress under the lens was observed and visualization was impaired. The procedure was able to be completed with the same scope. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Block h9 (correction/removal reporting #). On (B)(6) 2023. Boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp), on (B)(6) 2023. During the procedure, water ingress under the lens was observed and visualization was impaired. The procedure was able to be completed with the same scope. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice ((B)(4)) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block h6 (evaluation conclusion code) was corrected based on updated product investigation performed on (B)(6) 2023.